Event description:
Doctor performed a septoplasty fess procedure using medtronic ent landmarx element manufactured by medtronic navigation and navigating medtronic ent xps instruments. All instruments verified. Tissue was resected using a medtronic ent 4 mm tricut blade. Large amount of bleeding occurred which doctor attempted to control for 30-45 minutes. Using a navigated straight suction instrument navigation showed suction tip above skull base. Site was packed with merocel. Patient speech and sight confirmed after recovering from anesthesia. Repeated attempts at obtaining information on long term outcome of patient were unsuccessful.

Manufacturer narrative:
Explanation: no allegation of malfunction of devices, evidence that all devices performed within specifications.